Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1; date of submission: 3/17/2017. The device has been returned and evaluated by product analysis on 2/24/2017 with the following findings. During visual inspection of the pump, there was no evidence of missing segments in the display therefore the investigation could not duplicate the initial complaint. It was observed that there was a red line through the display screen. The display was clear and legible when tested with a test display. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.